Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Product is being returned and replaced.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarms noted during testing. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with fading serial number label. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.